Event description:
It was reported that internal and external scripts were not loading, resulting in a malfunction alarm. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue occurred again, which the customer acknowledged and understood.